Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the glue deteriorated by influence of external physical stress, chemical stress, and storage environment, which resulted in a gap in the light guide (lg)-lens adhesive or, foreign material with possibility of blood entered the gap. The event can be prevented by following the instructions for use (IFU) which state: ¿operation manual: important information ¿ please read before use: warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories leads to gradual wear and tear. But reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: chapter 8 storage and disposal: to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays or ultraviolet-rays.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (blood seepage underneath the camera) was confirmed. It was observed there was a red stain on the light guide lens adhesive indicating the blood was seeped through underneath the camera at the distal end. In addition, service found there were dents and scratches on the distal end of the device. The adhesive on the bending section cover was cracked. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was a blood seepage underneath the camera at the distal end of the subject device and they were unable to clean out the blood. The reported issue was observed while reprocessing the subject device, after an unspecified procedure. Reportedly, the subject device was pre-cleaned by the bedside, manually cleaned using a brush and then re-processed within an hour from coming out of the patient. There was no patient or user injury reported due to the event. This report is being submitted for the foreign material (blood).